Event description:
Doing laparoscopic colon re-section, endo-gia bent when fired and did not staple and cut correctly. Tried 7 short loads and 1 long one, some bent and others did not function properly. No harm to pt.